Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, 13 events were reported for this quarter. Product return status, 10 devices had investigation types that have not yet been determined, 3 devices were received. Evaluation findings (results/components), 13 devices: results pending completion of investigation / part/component/sub-assembly, term not applicable. Product disposition, 13 devices: product disposition is not yet determined. Additional information, 13 devices were labeled for single-use, 13 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 13 events for the failure: difficult to open or close, 3 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99429. Supplemental rationale: corrected data: b5, h1, h6, h11. 13 events were previously reported during the reporting quarter: however, - 2 previously reported events were included under MFR report # 3015967359-2025-99424 but should be included under this report. - 15 previously reported events are included in this follow-up record. Product return status: 9 devices were not available for evaluation. 4 devices were received. 1 device was evaluated using data provided by the user or third party. 1 device investigation type has not yet been determined. Evaluation findings (results/components): 9 devices: no findings available / part/component/sub-assembly term not applicable. 4 devices: mechanical problem identified / locking mechanism. 1 device: stress problem identified / adhesive. 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 10 devices: product not received. 4 devices: returned to supplier / vendor. 1 device: product disposition is not yet determined.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 15 events for the failure: difficult to open or close. - 15 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99429. Supplemental rationale: corrected data: b5, h1, h6, h11 . 15 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 3015967359-2025-99475. - 14 previously reported events are included in this follow-up record. Product return status 9 devices were not available for evaluation. 4 devices were received. 1 device was evaluated using data provided by the user or third party. Evaluation findings (results/components): 9 devices: no findings available / part/component/sub-assembly term not applicable. 4 devices: mechanical problem identified / locking mechanism. 1 device: stress problem identified / adhesive. Product disposition: 10 devices: product not received. 4 devices: returned to supplier / vendor.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 14 events for the failure: difficult to open or close. - 14 events had no health consequences or impact.